Event description:
Based on a letter dated august 21, 1998 by attorney biosearch medical products was informed about the incident on june, 1997 when pt was critically injured at medical center after several attempts to remove the peg tube. There was a hole in the posterior aspect of stomach which required months of hospitalization, etc.